Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the medication from secondary infusion was not being delivered from the secondary container after programming infusion and pressing start. The clinician had to replace secondary set to successfully deliver infusion. Clinician rechecked setup to assure everything was according to bd best practice and observed that the clamp was open. There was patient involvement but no harm.

Manufacturer narrative:
Additional information: describe event or problem, imdrf annex a and g codes.

Event description:
It was reported that medication from the secondary infusion was not flowing after pressing start. The clinician replaced the secondary set to deliver the infusion. There was patient involvement but no harm.